Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about 77 months, it was reported that the lead was exchanged due to oversensing with inappropriate shock deliveries. The lead was capped and remains inside the patient. Aside from the shock deliveries, no deterioration of the patient's state of health was reported.